Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery and gas gauge green leds indicators were inoperable. The battery was unable to charge nor provide power to a test controller. Further analysis revealed cell-under-voltage and cell-over-voltage flags enabled; including a low voltage in cell pair 1 below the voltage threshold and a high voltage in cell pair 2 above the voltage threshold. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Supplemental testing revealed that a wire from cell pair 1 was not connected to the printed circuit board (pcb), which contributed to the cell-under-voltage flag and low voltage in cell pair 1. The cell-over-voltage flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. The cell-over-voltage flag and high voltage in cell pair 2 likely occurred due to cell pair 2 overcharging to compensate the low voltage in cell pair 1. After the wire was resoldered to the pcb, the battery and all four-battery gas gauge green leds worked as intended. As a result, the reported event was confirmed. The most likely root cause cell over voltage flag can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on the analysis performed, the most likely root cause of the reported event and cell-under-voltage flag can be attributed to a wire that disconnected from the pcb, likely due to improper wire stripping during assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the led lights did not light up when the test button was pressed. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.